Manufacturer narrative:
Unit will be visual inspected for cosmetic damage. Unit passed the displacement test. Unit received with cracked retainer, cracked battery tube threads, fading serial number label and cracked case corner of belt clip rails. The unit p-cap / test reservoir locks in place properly. (B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Information received by medtronic indicated that the insulin pump had a cracked at battery compartment. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.